Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The wife reported that the patient's blood glucose reached over 600 mg/dl while wearing the pod on his arm for between 4 and 24 hours. He went to the emergency room and was diagnosed with high blood glucose. Treatment included insulin, a relaxant, and a nitroglycerin pill. The wife did not recall if the patient was given pain medication or the names of any of the medications/insulin administered. She also did not remember the date of this occurrence or device information. No changes were made to the patient's insulin doses or pdm settings. The wife stated the pink slide did not move forward, indicating the pod did not deploy properly. The doctor, however, stated that the cannula looked fine/good when the pod was removed.